Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/2.0/074 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced excessive vault. On (B)(6) 2024 the lens was removed and later replaced with a shorter length lens and the problem resolved. The cause of the event was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/2.0/074 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced excessive vault. On (B)(6) 2024 the lens was exchanged with a shorter length lens of different axis and the problem resolved. The cause of the event was reported as unknown.